Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks. The right ventricular (rv) lead had oversensing, high impedance, and a possible fracture. It was noted that the patient had taken a fall around the time of the impedance changes. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.